Event description:
It was reported to vyaire medical that the avea ventilator has autocycling issue at high peeps (positive end expiratory pressure). At this time there was no information opf patient involvement reported from this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.